Event description:
During preparation for an atrial fibrillation ablation procedure, a farawave catheter was selected for use. Upon opening the catheter, it was noted that the irrigation port was detached. Per information available, the case was completed using original device. A fluid leak was also noted. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the strain relief was detached from the luer. The strain relief/luer did not return back with the device. Microscopic analysis of the catheter was performed and with the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. The reported event was confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During preparation for an atrial fibrillation ablation procedure, a farawave catheter was selected for use. Upon opening the catheter, it was noted that the irrigation port was detached. Per information available, the case was completed using original device. A fluid leak was also noted. No patient complications were reported. The catheter was returned for analysis.